Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. It was reported that a patient experienced compartment syndrome and underwent an emergency fasciotomy the day after total knee arthroplasty. Compartment syndrome occurs when swelling within the muscle and soft tissues places stress on the fascia which is inflexible to maintain structure. As the swelling increases, this can cause severe pain and pressure in the area which can lead to nerve and tissue damage resulting in parasthesia. Acute compartment syndrome requires an emergency fasciotomy or cutting into the fascia so that the swelling can resolve and prevent permanent nerve and tissue damage. Postoperative joint swelling is a localized swelling or inflammation which is described as an accumulation of fluid in the interstitium, the space between cells, located beneath the skin and in cavities of the body. Inflammation from surgical trauma causes the release of moderators called cytokines. Swelling may increase during activities or when sitting or standing in one position for an extended period. Swelling or inflammation is the body¿s natural response to heal damaged tissue postoperatively. According to the aaos, mild to moderate swelling is a normal and expected finding for three to six months following surgery. Severe swelling is not considered an expected finding. The swelling and procedure-related complication of compartment syndrome required emergency intervention to prevent permanent impairment and was the result of the controlled trauma of surgery. After the fasciotomy, the patient recovered without further complication. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device; therefore, a review of the device history records will not be performed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2021-02741, 0001822565-2021-02742. Concomitant medical product: femur trabecular metal posterior stabilized (ps) standard porous, item# 42500807002, lot# 64558536. Natural tibia trabecular metal two-peg porous fixed bearing right size g, item# 42530007902, lot# 64193675. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient experienced increased pain and swelling one day post implantation and returned for an emergency fasciotomy due to compartment syndrome. The patient was discharged home three days after the operation and demonstrated improvement in pain and function through the six-month follow up. There is no additional information available.